Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported events were unable to be confirmed through product analysis. The reported patient symptoms are known risks associated with inflatable penile prosthesis and are noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing was worn down to the filament. The pump passed all tests performed. The reservoir was visually inspected, leak tested and examined using a microscope; no visual damages were found upon inspection. The reservoir passed all tests performed. The cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at a fold in the cylinder bodies. Cylinder 1 has a leak in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery; holes and tool marks were present. Due to this damage being consistent with the explant surgery it will be considered a secondary failure. Cylinder 1 was not pressure tested due to leak that was identified. Cylinder 2 passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptoms adhesions and pain were found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had undergone multiple revisions since 2019. The inflatable penile prosthesis (ipp) cannot be pumped since the pump is adhered to the right testicle. Trying to cycle the device leads to pain. The device was removed and replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.